Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the damaged c-cover, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex deflectable videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a damaged c-cover was found. There was no patient involvement.